Manufacturer narrative:
Beginning may 31, 2012, u.s. And canadian customers were sent an urgent pt safety advisory informing tem of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customer were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 10/24/1991 and was last repaired on (B)(4) 2010 for a non-related issue. Eval of the device verified the comb to be damaged. Additionally, the right end of the roller was gnarled and the side plates discolored and worn. The shoulder bolts were worn. Customer did not return any cutters for eval. Prior to repair a test mesh and calibration check was not performed due to the damaged comb. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher was bent. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.